Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock for potential ventricular tachycardia (vt). Technical services (ts) was contacted, and ts could not tell if the shock was appropriate and noted t-wave oversensing. The patient reported feeling palpitations. Another shock later occurred for possible supraventricular tachycardia (svt). Oversensing was again noted on the subcutaneous electrocardiogram (s-ECG). The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock for potential ventricular tachycardia (vt). Technical services (ts) was contacted, and ts could not tell if the shock was appropriate and noted t-wave oversensing. The patient reported feeling palpitations. Another shock later occurred for possible supraventricular tachycardia (svt). Oversensing was again noted on the subcutaneous electrocardiogram (s-ECG). The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the events were found to be tachycardia and the patient later received more shocks, being dizzy during the events. T-wave oversensing was confirmed. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: impact codes.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock for potential ventricular tachycardia (vt). Technical services (ts) was contacted, and ts could not tell if the shock was appropriate and noted t-wave oversensing. The patient reported feeling palpitations. Another shock later occurred for possible supraventricular tachycardia (svt). Oversensing was again noted on the subcutaneous electrocardiogram (s-ECG). The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the events were found to be tachycardia and the patient later received more shocks, being dizzy during the events. T-wave oversensing was confirmed. The s-ICD system remains in service. No adverse patient effects were reported.